Event description:
2 of 2 reports. Other mfg report number: 3014334038-2024-00219. A facility reported a cerelink monitor (ID 826820) stopped working. Monitor was connected to a cerelink sensor (ID 826850). No precipitating factor, disconnection for scan or calibration. " earthing wire¿ connected throughout. Sensor/cable failure displayed on the screen. The box and cable were changed. Still not working. Patient had intermittently high icps ( intracranial pressures) so had to have a replacement sensor inserted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - lot 6889176 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - received catheter with sutures, several loops, crimps along catheter body: - icp express read, ¿no transducer detected¿; cerelink monitor not acceptable - sensor ohms out of spec; low readings; c-a=.975, c-p=.967, a-p=.290 (reading should be 600-1000) - no testing possible. Root cause - the cause of the problem could be mishandling and use related. Sensor ohms out of spec failure most likely caused from the damage to the catheter and internal wires from crimping.

Event description:
N/a.